Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a transcatheter aortic valve implantation procedure, a blood leak was noted from the valve of the introducer. The procedure was completed with the same sheath. The patient was treated with packed blood cells due to low hemoglobin and is in stable condition.